Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The service engineer (se) inspected the device and confirmed the reported issue. The se reinstalled the power management (pm) printed circuit board assembly (pcba) refit and secured the user interface (ui) to pm pcba cable, lcd cable and powered up the ventilator. The se recommended that the ui overlay be replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the alarm led failed. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.